Event description:
Customer reports lancet will not retract back into multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of the device, replacement was sent.

Manufacturer narrative:
Unable to determine if lancet retracts properly due to defective priming mechanism.